Event description:
An associate lab dir contacted bdis on may 29, 1998 to report an apparent discrepancy in results of absolute cd34 count using procount software and two other methods. Cd34 counts are used to estimate the number of stem cells present in infusates for human stem cell transplants. A threshold dose of 2 x 1000000 cd34 positive cells per kg body weight increases the likelihood of success of a stem cell transplant. Cd34 counts are also employed in a large number of research applications involving the study of cell developement and human physiology. Bdis has distributed software designed to be used for cd34 cell counting on flow cytometers. This software is labeled "for research use only", but the product has been submitted to cber for 510(k) review. Review of data submitted by the customer indicated cd34 negative events were included in the software assigned cd34 positive region. Thus the cd34 count reported was high. The customer was using the product outside of bdis claims and recommendations for use in pt treatment. The software correctly printed an error message on the results page to alert the user, but the error message went unnoticed by customer. Results were presented to the transplant coord who recognized that the results should not be used. No injury resulted.